Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device switches off completely during use." No further information and no negative impact in state of health was reported.

Event description:
It was confirmed that the procedure was successfully completed with a prolongation of less than 15 minutes. It was also confirmed that there were no adverse consequences for the patient.

Manufacturer narrative:
Additional information is provided in section b3 and b5. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the investigation of the returned tl400 power led rubina light source no optical defect on the outside and inside could be found. Also, no other error could be detected during inspection. Entries for events 400 or 404 were present in the log file, however, these could not be generated during the test/endurance test with maximum performance settings. The error entries are not reproducible. A software runtime error on installation at customer site is concluded as the most probable root cause. The event is filed under internal karl storz complaint ID: (B)(4).